Manufacturer narrative:
Additional information: according to the available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Currently no surgical intervention is planned, the device stays implanted and in use.

Event description:
The users performance with the device is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The users performance with the device is affected.